Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed software alarm, line number 3508 file number 26, due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a software error detected alarm. The customer¿s blood glucose level was 243 mg/dl. The customer reported that insulin pump had a software error detected alarm and they are able to complete insulin pump rewind. The pump error occurred and the deliver was stopped. The troubleshooting was performed. The error table indicates the pump should be replaced. Explained the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.